Event description:
Reported that a balloon catheter felt sticky with the guide wire. The balloon catheter and guide wire were removed from the pt but it was difficult removing the balloon form the guide wire. The physician wiped the guide wire off and loaded a thrombectomy device onto the guide wire. The thrombectomy device also stuck on the guide wire. The thrombectomy device was removed with a lot of forward pressure while trying to keep the guide wire positioned in the vessel; however, when the thrombectomy device was removed a vessel peforation was observed and the guide wire position was lost. Another company's guide wire was used. Re-accessing the vessel was unsuccessful with the new guide wire and the pt coded. Resuscitation was peformed for a lengthy period of time. The pt then became stable and responsive. The thrombectomy device was not used to treat the perforation, as the perforation was observed after the trhombectomy device was removed from the guide wire and it was ensure if the thrombectomy device or the guide wire caused the perforation. The lesion was located in a risky area of the bifurcation site and the physician was hoping to remove some of the plague with the thrombectomy device.